Manufacturer narrative:
One device was received for evaluation. Visual inspection found a scratched lcd lens, and a worn dso and uso seal. There was no evidence in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the root cause was due to a motor line time out issue. The motor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited error code 41625. There was no patient involvement and no patient harm.